Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the sensor. The customer received calibration error and change sensor alarms. Customer's blood glucose level dropped to 24 mg/dl. She treated her blood glucose level with glucose tablets. The customer then had a high blood glucose level of 450 mg/dl. She had too much sugar and therefore treated with pens. Troubleshooting was declined for her low/high blood glucose levels. The device was not returned.